Event description:
Pump lost programming about 2 weeks ago. Patient cannot update settings. Patient discharged from hospital approximately 2 weeks ago, length of stay and admittance/discharge dates are unknown. Patient had low hemoglobin and breathing had slightly worsened. Patient using other pump. Will ship replacement pump. No further information provided. Md aware. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.